Event description:
It was reported that a pump's touchscreen was cracked and shattered, rendering it unreadable and unresponsive. There was no information provided regarding the impact on the customer's blood glucose level. The customer arranged to return the damaged device and was issued a replacement pump.